Manufacturer narrative:
Gbo complaint number: (B)(4). Received 8pc 450230/816113fq. Actual sample not received. Received picture. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint, picture and samples to our affiliated headquarters in (B)(6) from which we receive the components of the product. Production and testing documentation of the concerned batches of components were reviewed, no deviations were observed. No abnormalities were detected during ipcs. Returned samples were visually inspected, no defects were observed. Testing for the required force to break the hinge was performed. It was shown approximately 100 newton are needed to break off the hinge. There are no similar complaints from other customers and comparable defects have not been observed by production during manufacturing or ipcs. Additional investigation was performed on the assembly machine for this product, which went through a thorough maintenance review. There was no indication of failures during the inspection. This cannot be attributed to a product malfunction.

Event description:
Phlebotomist reported that her thumb was a little bit off to the side on the safety guard, and when she pushed it just snapped and the guard broke off holding onto a small piece the way shown in the picture.